Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank and white flashing display. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not return. Advised customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. She also received a pump error when tried to insert a new battery but failed to clear it because the screen went blank again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).